Manufacturer narrative:
Insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving with no user input noted. Insulin pump had a small crack on the display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had ramping numbers and a scroll bar that moved up and down without input from the user. The blood glucose reading was 8.3 mmol/l. Advised discontinuation of the insulin pump. Nothing further reported.